Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported. The patient condition was good.